Event description:
Reference number (B)(4) event occurred in turkey it was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred on 31-aug-2024. The insertion of site was the waist. Infusion set was used for 1 day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: turkey.